Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 to treat stress urinary incontinence and mesh was implanted concurrently with cystourethroscopy, laparoscopy with lysis of adhesions, excision of endometriosis implant, and excision of right ovarian cyst. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, as well as severe vaginal and urinary tract infections, urinary incontinence, retention and leakage, along with pelvic inflammation, vaginal bleeding and vaginal discharge, as well as bowel leakage and severe pain during intercourse. It was reported that patient underwent mesh revision in (B)(6) 2004 due to pain, eroding and extruding out of vagina. In 2006 and 2007 the patient underwent revision surgery . No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced discomfort, urinary frequency, and vaginal itching.